Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user went for swimming and then the insulin pump had critical pump error alarm. Troubleshooting was done for critical pump error alarm. Customer also mentioned that they noticed open book image on the screen. Customer was not able to check the error number since the insulin pump died after alarming. Customer also noticed a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted.